Event description:
The surgeon was using the device and the stitch suture needle broke off of the endo stitch auto suture device and broke in half. The needle that was broke had to be retrieved with additional surgical attention and intervention.